Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by nausea, vomiting, fever and turbid effluent. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) cefazolin and ip ceftazidime (no further details). It was reported the same day, dianeal therapy was discontinued. Four days later the antibiotics were discontinued and the patient began treatment with ip gentamicin (once a day, dose not reported) and oral ciprofloxacin (one tablet, once a day, dose not reported). Nineteen days after event onset, the patient passed away. The cause of death was reported as due to severe form of cachexia. It was not reported if an autopsy was performed. It was reported the pd effluent never became clear. The peritonitis was not resolved prior to death. It was not reported if the patient was performing therapy at the time of death. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient was reported to be in their "80s". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The cause of and treatment for peritonitis were not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is provided.